Event description:
Customer alleges discrepant results with meter: date: (b)64) 2011, inratio: 1.5, retest #1: 5.3, retest #2: 1.9. Pt's target range is 2.0 - 3.0. Results done within minutes of each other.

Manufacturer narrative:
Pending.